Manufacturer narrative:
The monopolar curved scissors instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: during a da vinci hysterectomy procedure, the tip of the monopolar curved scissors (mcs) instrument broke, causing fragments from the instrument to fall into the patient. The broken instrument fragments were retrieved. While there was no harm to the patient, recurrence of the reported failure mode could likely cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci assisted hysterectomy procedure, the tip of the monopolar curved scissors (mcs) instrument broke and 3 fragments from the instrument fell into the patient. The broken instrument fragments were retrieved and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.